Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a complaint regarding the 4x4,island dressing,sterile. The patient stated the adhesive on the island dressing is irritating the patient¿s skin. There was skin irritation reported by the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).